Manufacturer narrative:
Insulin pump received with button error alarm and intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was unable to use the bolus wizard to complete the bolus delivery. He inserted his carbohydrates but the insulin pump got stuck and alarmed button error. The insulin pump had a crack on the upper right side of the plastic casing. Customer's blood glucose level was 213 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.